Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing and suspected lead scuffing. It was also noted that the implantable pulse generator (ipg) exhibited ventricular pauses longer than the programmed lower rate. The implantable pulse generator (ipg) system remains in use and is planned to be revised. No patient complications have been reported as a result of this event.